Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The product was received with the barrel, loading catheter, trigger cord, irrigation adapter, and two-way handle included in the return. None of the bands were returned as the additional information from the user stated that the bands were left to pass naturally. A functional evaluation of the two-way handle was performed and the handle functioned as intended. A visual examination of the trigger cord was performed and all twelve (12) beads were present. The twelve (12) beads were examined using magnification and all twelve (12) beads were correctly filled. The correct location of the beads were verified. The length of the trigger cord measured within specification and the trigger cord was intact and not broken. The inner diameter of the barrel was inspected and was within the acceptance criteria. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided from the user facility confirmed the endoscope used during the procedure was an olympus gif-hq190. The facility stated the outer diameter of the endoscope used was 9.9 mm. The mbl-6 requires an endoscope outer diameter size of 9.5 mm - 13 mm. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. Instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use states under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a variceal banding procedure, the physician used a cook 6 saeed shooter multi band ligator. As reported to customer relations: "during a variceal banding procedure as the physician was pulling back, all the bands fell off and [the physician] had to retrieve the barrel. After it was retrieved, the physician opted to quit the procedure. District manager confirmed that there was no patient harm." On 9/29/16, the following additional information was received: they did not retrieve the bands. They left them to pass. On 9/30/16, the following additional information was received. "The barrel fell off and they retrieved it successfully with a roth net."